Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose with ketones on (B)(6) 2018 with blood glucose of 594 mg/dl at the time of the incident. The customer was at 522 mg/dl at the time of the call. The customer was getting insulin flow blocked alarms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a high on the morning of the day of the incident due to a cannula that had come out of the customer's body. The insulin pump will be returned for analysis.